Event description:
The connection between the male luer lock and huber needle was leaking during home infusion of chemotherapy. The reporter indicated that this had occurred on multiple occasions but did nto provide specific details.